Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 5 of 5. Related manufacturer reference number: 1627487-2019-08238, 1627487-2019-08239, 1627487-2019-08240, 1627487-2019-08241. It was reported that the patient¿s case of complex regional pain syndrome had spread. As a result, surgical intervention took place wherein the patient¿s drg system was explanted and replaced with an scs system. Therapy has been restored post-op.